Event description:
Complainant reports that approx 3 months post-op, two 16 mm eagle self drilling screws were noted to have backed out from the cervical plate. A revision was performed as a result of this situation.